Event description:
In 2008, the patient reported that she continues to receive e4 (occlusion) errors on her infusion device during bolus and basal delivery. She stated that she changed the infusion set and insulin cartridge and continues to receive errors. Her blood glucose elevated to 400 mg/dl and she injected 12 units of insulin via syringe. Her normal blood glucose range is 120-150 mg/dl. To troubleshoot, the patient was instructed to disconnect from her infusion site and to perform a prime. Insulin was coming through the adapter but did not drip from the end of the infusion tubing. The tubing did not appear to be damaged. The patient was instructed to attach a new infusion tubing. She stated that the adapter was extremely tight and she was advised to loosen it. After loosening, the adapter insulin flowed through the end of the infusion tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.